Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent a physician-modified endograft (pmeg) procedure to treat a common iliac aneurysm, utilizing gore® excluder® aaa endoprosthesis (iliac extender). No gore associate was present for the first half of the procedure in which the pmeg was performed. The patient tolerated the procedure. No issues were noted during post-procedure imaging. Allegedly on (B)(6) 2025, a post imaging scan was performed in which the olive tip was observed to still be inside the patient. A reintervention surgery was performed on (B)(6) 2026, in which physician successfully removed the olive tip during an open repair. The gore associate became aware of the broken nose cone on (B)(6) 2026, at which point the incident was officially reported to gore.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. H6: code c20-the olive tip was removed and discarded, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.